Event description:
It was reported that a boston scientific device was implanted. According to the complainant, the patient experienced an unknown injury. Additional information received from the physician's office on (B)(6) 2013, stated that the patient was seen for stress incontinence and cystitis on (B)(6) 2009 and has not been seen since. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Although the date of birth is unknown, the patient was reported by the physician's office to be over the age of 18 years old.